Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/24/2021. H.6. Investigation: customer returned (21) used 32gx4mm bd pen needles from lot# 0260326. The consumer reported having a hard time with the insulin needles and there is no flow when priming/taking injection. All 21 returned samples were examined, and it was observed that 9 exhibited a bent non-patient end (npe) cannula, 11 exhibited a broken npe cannula, and 1 exhibited a straight npe cannula. The sample with the straight npe cannula was tested for functionality using a test pen injector: the pen needle was able attach to/detach from the pen injector and expel properly. No defects were observed on the sample with the straight npe cannula. Due to the condition of the remaining pen needles, a flow test could not be performed. The bent and broken npe cannulas would be the cause for difficulties experienced when operating the pen needles. Since all 21 samples were returned after use, the probable cause of the bent and broken npe cannulas is user error when attaching the pen needles to a pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 18 pen ndl 32g 4mm hp 100 box 1200 us were difficult to prime and unable to deliver during use. The following was reported by the initial reporter: "consumer stated, no insulin flow when priming and sometimes, when taking injection went over instructions on how to use pen needle. Cl per customer: I am having a real hard time with my insulin needles. 18 out of a box of 100 have been trash."

Manufacturer narrative:
"Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown. (B)(6) has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. "

Event description:
It was reported that 18 pen ndl 32g 4mm hp 100 box 1200 us were difficult to prime and unable to deliver during use. The following was reported by the initial reporter: "consumer stated, no insulin flow when priming and sometimes, when taking injection went over instructions on how to use pen needle. Cl per customer: I am having a real hard time with my insulin needles. 18 out of a box of 100 have been trash."